Event description:
Patient presented to the physician with wound dehiscence exposing the ipg. Physician determined the ipg was eroding through the incision. Physician brought the patient into the operating room, opened the chest incision site, cleaned the pocket, moved the ipg more distal, and closed.